Manufacturer narrative:
Correction to follow-up 1: date received by manufacturer provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the power conversion module was replaced as the system would not power on during testing. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed as the hardware was replaced on the imaging system. Analysis found that the software functioned as designed. The power conversion enclosure and charger have been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Part not returned.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that as the device was turned on, the mobile view station (mvs) started up but not the image acquisition system (ias). The ias battery indicator was flashing red. The clinical specialist stated that the device was plugged in overnight. He attempted to restart the device but that did not resolve the issue. The device was then plugged back into the wall and attempted to get charged. The clinical specialist was informed to call back to see if it starts up after that.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that three transistors on the unit were shorted.